Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "autofill delay" issue. However, the fse was able to verify multiple autofill errors 1c 0 which pointed to blood back error, no blood in the unit, but lots of moisture in the purge line and filter. To fix the issue, the fse purged system of condensation, performed leak test, and ran system for approximately two hours, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra- aortic balloon pump (iabp) experienced an autofill delay and the intra-aortic balloon (iab) was deflating. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.